Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this cardiac resynchronization pacemaker was exhibiting atrial far-field oversensing. The a-blank setting was adjusted after the v-pace. The right atrial and right ventricular thresholds were measured and found to be normal, consistent with previous sessions. The left ventricular threshold was difficult to measure due to high intrinsic rates and numerous intrinsic beats, but the measurement was validated twice. The outputs were adjusted to conserve battery life. Upon episode review, there were some non-sustained ventricular tachycardia and numerous atrial tachycardia episodes at 320 beats per minute (bpm) in the atrium and 160 bpm in the ventricle. Ventricular far-field oversensing was observed and corrected via blanking; however, high intrinsic atrial rates at 160 bpm persisted. This device remains implanted and in service. No adverse patient effects were reported.